Event description:
The customer reported being hospitalized for high blood glucose of over 600 mg/dl. The customer stated that he noticed his blood glucose was high before lunch and he was getting sick and vomiting. Customer treated with a bolus and it did not resolve the issue. Troubleshooting was performed. The date and time were correct. Programming, basals and bolus matched the daily totals. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.